Event description:
Patient admitted with tunnel infection at capd catheter site. Per md h & p, patient has not been compliant with following up with scheduled medical appointments or in cleaning the exit site as instructed. Patient apparently not reliable to take antibiotics at home. Advised by md because of noncompliance to have capd catheter removeddevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: there was no device failure, other. Certainty of device as cause of or contributor to event: no. Corrective actions: use of all similar devices stopped temporarily. Invalid data - on device destroyed/disposed of status.